Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section e3, occupation, of the initial medwatch report stated: blank section e3, occupation, of the initial medwatch report should have stated: third party servicer section g2, report source, of the initial medwatch report stated: distributor section g2, report source, of the initial medwatch report should have stated: other / third party servicer new information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.